Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci), crossing difficulties occurred. Through the radial vascular access site, the quantum maverick 2.5x15 catheter was advanced to the moderately calcified lesion being treated, located in the left anterior descending (lad) artery. It was reported that during advancing the catheter encountered resistance and cannot cross calcified lesion. The catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed a balloon pinhole.

Manufacturer narrative:
Evaluated by manufacturer. The quantum maverick monorail (mr) was received for product analysis. There was blood and contrast in the lumen and balloon. Inspection of the balloon revealed a pinhole in the balloon material 3mm from distal edge of proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).